Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day after the implant procedure, the implantable cardiac monitor (icm) detected false pause episodes due to undersensing qrs complexes. It was also noted that the device was oversensing minor motion artifacts. The device remains in use. No patient complications have been reported as a result of this event.